Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. Earlier in the day the cgm was reading 90-130 mg/dl but the patient he thinks his bg was actually lower than that. He had been at his son¿s baseball game. He later became incoherent while driving about 30 minutes toward home but ended up at his work parking lot instead and does not know how he ended up there. He was in and out of consciousness for about 15 minutes and was belligerent and yelling when he was conscious. His boss was there and called paramedics. They checked a fingerstick bg which was below 40 mg/dl, although the cgm was reading over 90 mg/dl. They started an IV and gave him a "glucose shot" (he does not know exactly what it was) and he was told that within 15 seconds he was alert but belligerent and combative. His boss gave him juice and candy. He recovered and was feeling fine at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.